Event description:
It was reported that pump declared alarm 20 during pumping. There was no reported impact to the customer's blood glucose level as the customer declined to answer if it exceeded 500 mg/dl. Cts assisted the customer in loading a new cartridge following the proper load technique, allowing the customer to successfully resume insulin therapy.